Manufacturer narrative:
The inserter was not returned for evaluation. Due to the unknown lot number, device lot history records review could not be performed. Attempts to collect more information about this event were unsuccessful. Therefore, based on the available information a root cause of this event cannot be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly the capsule collapsed during the surgery. The doctor removed the lens and implanted backup lens of the same model. Additional information for this event was requested but not received.